Event description:
A (B)(6) male pt called zoll customer support to report that his device was displaying a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation capacitor c785 was found to be shorted on the electrode belt's distribution node pca board. The cause for the shorted capacitor was isolated to a shorted esd700 protection diode array on the pca board. The root cause for the shorted esd700 component could not be positively identified. No adverse event resulted from the shorted components. The pt received a replacement electrode belt.